Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient suffered pain and discomfort; dislocation of the hip, two revision surgeries, loss of use of the left hip and surrounding body parts, elevated levels of cobalt and chromium in her blood, tissue and other bodily fluid, emotional and mental distress, loss of earnings, medical, rehabilitation and medication expenses.